Event description:
On september 29, 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter continued to display the apply sample message when performing a blood glucose test. The medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach him by telephone. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010. The patient noted his blood glucose readings had been fluctuating from high to low. The patient advised the cca he manages his diabetes with metformin pills (500 mg). At the time of the alleged issue, the patient stated he increased his dose of medication (amount not specified). A few days after the alleged issue, the patient claimed he felt symptoms of nervousness, shaking and dizziness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.